Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/08/2010 and 02/18/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4)

Event description:
A surgeon's technician reported that following bilateral intraocular lens (iol) implant surgery, the patient was initially unable to tolerate the multifocality of the iols. A yag laser procedure was performed on this eye. Following the laser procedure, an oct showed cystoid macular edema (cme) and the patient was treated with medications. The technician reported the patient is now happy with his vision and is tolerating the multifocal/monofocal combination. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.